Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter email, event site telephone), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm the failure. The fse replaced the compressor, regulator, and safety disk due to cycles. The unit passed all functional and safety tests and was returned to customer.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pump had overheated. There was no patient harm reported.